Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1334 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak was noted when using PICC line. Flushed PICC with normal saline and leak noted from PICC line approximately 2 cms (externally) from insertion site. Action taken: PICC line removed aseptically.